Manufacturer narrative:
This report is submitted on june 22, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) to remove the abutment.